Manufacturer narrative:
The laser unit was serviced on (B)(4) 2007 by cutera field svc engineer. There was a new excel handpiece installed and calibrated. Energy output measurements within cutera specs. The treatment was performed on or around (B)(6) 2007. There was not an adverse event reported to cutera on or around (B)(6) 2007 by the account. The aesthetician and marketing mgr are no longer employed by the treatment provider. Pt and treatment info was not available. The pt charts have been "shredded" according to person that reported the adverse event. The next svc call was dated for (B)(6) 2007. This event was not reported to cutera until 4/28/2011.

Event description:
Aesthetician had received a letter from a lawyer with complaint that pt (B)(6) had sustained a "burn and scar" after laser hair reduction treatment. The letter stated that the treatment was "on or about (B)(6) 2007."